Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultra meter would not turn on. The complaint was classified based on the customer service representative (csr) documentation, and additional information when medical surveillance specialist reviewed the initial call. The patient reported that the meter issue began (B)(6) 2016. The patient stated that he manages his diabetes with insulin (self-adjuster), and consumed more food and drink, in response to the alleged meter issue. The patient reported that on (B)(6) at 12:19 am she attended the emergency room after developing symptoms of ¿tiredness, bone pain, sleepy and thirsty.¿ she reported that at the emergency room she had a blood glucose test carried out and a result of ¿348 mg/dl¿ was obtained, she was treated with 3 units of insulin. At the time of troubleshooting, the csr noted that it was not the first time the product was being used, the correct test strips were being used, the meter did not power on when a new strip was inserted, or the power button was pressed and there was no evidence that the product had been misused. The csr documented that based on the information provided the battery did not need replacing, and it was not possible to resolve the issue with training. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.